Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set was leaking at tubing. The infusion set was used for two day. The blood glucose level was 140 mg/dl and treated with insulin pump. No further information available.